Event description:
Report received form the (B)(6) stating that the device would not secure the cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).